Manufacturer narrative:
One bi-directional, curve d-d, tacticath sensor enabled contact force ablation catheter was received for evaluation. Investigation revealed that the catheter shaft material had been fractured between electrode rings 2 and 3. Conductor wire 2 and the rf wire were determined to be fractured at the location of the fracture in the shaft material, consistent with the detected open circuits and the reported event. In addition, conductor wire 3 was fractured proximal to the weld point in the distal shaft. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A CAPA exists related to the fracture in the shaft material. The root cause of this device deficiency was determined to be damage to the catheter tip during removal of the catheter from its packaging due to the design of the tip protector. The cause of the fractured conductor wire 3 remains unknown.

Event description:
This report is to advise of a fracture found in the catheter during analysis exposing internal wiring.